Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation was "knots underside of breast, feels hard and bulging," capsular contracture baker grade IV, and possible rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, crease fold, wear abrasion. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process. During the analysis was observed crease fold however not is a workmanship because the device was explanted. And it was received without its original sealed packaging.

Event description:
Patient reported "knots underside of breast, feels hard and bulging". Healthcare professional additionally reported capsular contracture baker grade IV and creases. Device has been explanted.